Manufacturer narrative:
Additional information : the device was manufactured august 04, 2018 to august 05, 2018. Two actual samples were evaluated. Bags were sliced on the left side of the bag where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed leaks at the spike port cap from the base of the spike port tubing on both samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) exactamix 2000 ml eva tpn bag was leaking at the middle port. This event occurred during preparation. There was no patient involvement. No additional information is available.